Event description:
The customer called to report that they were hospitalized for high bgs. The customer stated that they were vomiting. The cause of the high bgs was indeterminate. Also it was stated that the customer had an open-heart surgery couple weeks before the admission. Troubleshooting was performed. The pump passed the functional testing. A replacement pump was requested.